Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation by the right ventricular (rv) lead, which was visible on both x-ray and echo. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.